Manufacturer narrative:
Response to h3 device evaluated by manufacturer: returned product being requested from the customer, however, device evaluation has not begun. The complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reporting on behalf of three family members that received suspected false positive results with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the suspected false positive results for individual 1 (child). Individual received a suspected false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) , lot 31162c, reader sn (B)(6) ). Cue covid-19 tests performed on (B)(6) 2024 provided negative results. Individual tested negative with the following confirmatory tests: (B)(6) 2024: metrix covid-19 test (B)(6) 2024: metrix covid-19 test (B)(6) 2024: lab sars-cov-2 pcr test (B)(6) 2024: flowflex antigen test (B)(6) 2024: metrix covid-19 test (B)(6) 2024: flowflex antigen test (B)(6) 2024: flowflex antigen test customer states individual did not have symptoms, known exposures or known history of covid-19. Cartridges were stored within the validated temperature range. Per mw5152897 submitted by the customer: family wears high-quality masks everywhere (indoors/outdoors) and disinfects/quarantines deliveries. Individual is home-schooled and had only socialized outdoors with peers and adults who were also wearing high-quality masks. Family was distressed by suspected false positive results given family members high-risk status and small shared living space. Parent missed work and their child missed social events.